Manufacturer narrative:
Correction: describe event or problem, additional information: unique device identifier (UDI)#, medical device serial #, concomitant med prod data, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an failure to alarm air-in-line was not determined because no products or device logs were returned.

Event description:
It was reported that on (B)(6) 2024, an umbilical arterial catheter (uac) and umbilical venous catheter (uvc) were used on a neonatal intensive care unit (nicu) patient who was born at 29 weeks gestation. An infusion pump was used with tubing ref# (B)(4) for both uac and uvc lines. At 1400, the rn checked for patency of the uac line by aspirating and flushing it. At 1500, it was reported that the rn noted a "2ml air bubble in the tubing." This was located distal to the IV pump and past the transducer section of the line in the space leading to the patient¿s catheter. The nurse reportedly was able to remove the air with aspiration. There was no patient harm. The entire line was then replaced. Bd received additional information. It was reported that "no audible alarms sounded, per staff in the room. The location of the air was distal to the pump. Pump failure was not a concern." The customer (registered nurse quality improvement: rl admin lite & medsun reporter) stated that they have not yet "identified" the pump. Although requested, the customer declined to return the device and stated that their third-party biomed (agiliti) will perform "testing." Bd received additional information regarding tubing set up: bd tubing ref (B)(4), lot# 24109078 was used. The IV solution (bag) was spiked using the IV infusion sets listed. The IV line was primed by gravity then the tubing was placed in the alaris pump. Umbilical artery catheter (uac) lines were to be used for monitoring blood pressure and blood sampling. To accomplish this, the distal end of the IV tubing was attached a transducer. Transducer used was ICU medical (manufacturer), model# 42801-24. At the distal end of the transducer tubing were one 3-way stopcock with a syringe attached to one port was added. This is part of the ICU medical transducer set. The set comes with two stopcocks, but staff removes one. The line was then attached to end of the uac which led to the baby.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024, an umbilical arterial catheter (uac) and umbilical venous catheter (uvc) were used on a neonatal intensive care unit (nicu) patient who was born at 29 weeks gestation. An infusion pump was used with tubing ref# (B)(4) for both uac and uvc lines. At 1400, the rn checked for patency of the uac line by aspirating and flushing it. At 1500, it was reported that the rn noted a "2ml air bubble in the tubing." This was located distal to the IV pump and past the transducer section of the line in the space leading to the patient¿s catheter. The nurse reportedly was able to remove the air with aspiration. There was no patient harm. The entire line was then replaced. Bd received additional information. It was reported that "no audible alarms sounded, per staff in the room. The location of the air was distal to the pump. Pump failure was not a concern." The customer (registered nurse quality improvement: rl admin lite & medsun reporter) stated that they have not yet "identified" the pump.